Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A f/u report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that surgeon suspected a blocked valve as a result of enlarged ventricles. The surgeon attempted to remove the device, however, at a result of bleeding the surgeon left those products in place and implanted new ones. It was reported that the pt is fine.